Manufacturer narrative:
One tapered screw-vent implant (tsvb10) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and x-ray. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The reported devices had been placed on tooth #30 (universal) for an unknown amount of time. X-ray & picture evaluation: x-ray image was provided. Implant fracture was confirmed. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review (tsvb10): DHR review for the lot (62758962) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review (tsvb10): complaint history review was performed for the lot (62758962) for similar events and no other complaint about nonconforming products was identified. Post market trending review: october post market trending was reviewed and there were no actionable trends or corrective actions for the reported devices and events. Therefore, based on the available information and x-ray evaluation, device malfunction did occur and the reported events were confirmed. Section corrected: b5: updated for previous grammatical error on original submission.

Event description:
It was reported that the implant fractured in the patient's mouth. Implant remains implanted. No injury reported.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient's weight is unknown. Implanted date was not provided. Additional 510(k) numbers are k011028 and k013227. Device will not be returned to zb.

Event description:
It was reported that the implant fractured in the patient's mouth. Implant remains implants. No injury reported.